Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7082131. Product family: scs-lead fixation. Upn: m365sc43180, model: sc-4318, serial: na, batch: 27811429.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a revision procedure wherein the leads and anchor were replaced. The patient was doing well post-operatively and the explanted devices were not returned.